Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/11/2025, a sales representative reported via (B)(4) that (2) ar-3636h self bunching 1.8 knotless hip fibertak®soft anchors repair stitch ceased advancing through anchor body. This occurred during use with no patient affected. Additional information was provided via phone on 08/18/2025, where it was stated that this event occurred during hip labral repair on (B)(6) 2025. The anchors remain in the patient with the suture. This failure resulted in a three-minute delay that did not require additional anesthesia.